Manufacturer narrative:
Reported event: an event regarding patient factors (quad-tendon rupture) involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient had revision surgery due to a quad-tendon rupture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pt. Presented with a quad-tendon rupture requiring revision of their left knee. Pt. Received a ts knee-revision ¿back in 2012¿.